Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment, confirmed through x-ray, resulting in loss of capture (loc) and a new ra lead of the same model was placed. This lead was disposed by the hospital. No additional adverse patient effects were reported.